Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked. The patient was admitted to the hospital with a unilateral inguinal hernia, and on (B)(6) 2024, the charge nurse followed the doctor's orders to treat the patient with intravenous fluids, and during the process, she found that the closed IV indwelling needle was leaking at the point where the needle connects to the base, and she was unable to puncture it, and she immediately replaced it with a different indwelling needle, which did not cause any harm to the patient.

Manufacturer narrative:
1. The customer returned 2 photos, no defective sample. The photos can be identified the sku of the sample as 383033. 2. DHR/bhr review lot-3108393. 1.this batch of products were assembled at intima ii auto line 4 in may 2023, and packaged at r240 package line in may 2023. Work order quantity was (B)(4) ea. 2. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3. Review the production records with no nonconformance, deviation or rework activities. 3. The retained sample of this batch is taken for relevant functional tests. Please see attachment for test reports. 1. Lie distance is measured, and the result is within the product specifications. 2. Penetration force test is performed, the needle tip force, catheter tip force and catheter drag force all meet the product specifications. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusions: only the sku of the sample can be confirmed through the returned photos. Since no abnormalities are found in the manufacturing process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for relevant testing, the root cause of the failure to puncture cannot be determined.

Event description:
No additional information provided.